Manufacturer narrative:
Concomitant product: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#n2l0212y); sigphandle, sig power sigphandle handle (serial#unknown); unk-sigadapt, unknown signia egia adapter (serial#unknown); sigpshell, sig power sigpshell control shell (lot# unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a robotic laparoscopic distal pancreatectomy, during stapling of the distal portion of the pancreas, after pressing the green button, the device could not be fired using the two reloads. The two reloads were showing zero on the screen of the power handle. A new reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had a full complement of staples, and the lock ring was broken. It was reported that the device did not fire, and the device detected a used reload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: before attempting to load a previously loaded but unused reload, reattach the shipping wedge ensuring that the raised post on the sh ipping wedge is properly seated in the anvil of the reload. Then follow the loading procedure as described in the instructions for use for the gia¿ universal stapler, endo gia¿ universal stapler, endo gia¿ ultra universal stapler, and idrive¿ ultra powered handle with endo gia¿ adapter. To confirm proper loading, cycle the instrument after loading the loading unit. Squeeze the handle once to close the jaws of the loading unit. Pull back on the black return knobs and confirm that the loading unit jaws open fully. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.